Event description:
It was reported that the patient is deceased. A call was received by technical services from a clinician stating that the magnet application was "not working," in a manner that it would not shut off the pacemaker. The technical services consultant explained to the clinician that a pacemaker cannot be "turned off" as such, which includes a magnet. The clinician then indicated the patient "passed [fifteen] minutes ago" and the device system was not suspected as being related. Further review of the manufacturer's database indicated the patient died approximately eleven and one-half months post the device system implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Additional information obtained indicated that at the patient's last device system check, approximately three weeks prior to death, showed that the device system's "function was optimal." A cause of death was requested and will not be received.